Event description:
It was reported that a healthcare provider (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD) device in clinic using a programmer. According to the hcp, this device has not been interrogated for several years. Boston scientific technical services (ts) provided troubleshooting guidance to the hcp which was unsuccessful. Subsequent information provided by the boston scientific representative (rep) indicated they have successfully received other transmissions from this programmer. The rep also indicated that based on contacting numerous people at the account and associated device clinic, they were unaware of this event or any device interrogation of this patient. The cause of the inability to interrogate the implanted ICD device is unknown. The device remains in-service at this time. No adverse patient effects were reported.